Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the sales rep met with the pt. The pt informed the rep that she had been unable to communicate with the ipg for at least 3 months and has not recharged the device since. The rep verified that the programmer would not communicate with the ipg and the charger could not locate the device either. The ipg was explanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Dropping or ejected clip the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed eight clips as intended; one clip was ejected. Finally, it locked out as intended. However, it could not be determined what may have caused the ejected clip. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing two clips at a time. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.